Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received with a constant alarm during the rewind followed by a motor error alarm due to an out of phase motor encoder signal. Unable to complete the functional test including displacement, rewind, basic occlusion, occlusion, prime, or excessive no delivery alarm test due to the alarm. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure. The customer's blood glucose was 353 mg/dl at the time of incident. Troubleshooting found the customer was unable to rewind the insulin pump and a motor error alarm occurred. Customer also reported exposing the insulin pump to a high magnetic field. It was also found the customer was hospitalized for a low blood glucose coma from (B)(6) 2015. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.